Event description:
The user facility reported that the device stopped working during a procedure. A surgical delay of at least two hours was reported. The procedure was completed successfully using manual instrumentation with no medical intervention reported. This report is being submitted due to the prolongation of the surgical procedure.

Manufacturer narrative:
Device not returned, disposed of by user.

Event description:
The user facility reported that the device stopped working during a procedure. A surgical delay of at least two hours was reported. The procedure was completed successfully using manual instrumentation with no medical intervention reported. This report is being submitted due to the prolongation of the surgical procedure.